Event description:
Caller alleges the pump has some concerns. Caller stated the patient has had some strange trend with her blood glucose level during the last 2 months. Caller reported when the needle was changed, all was okay but the next day the patient's blood glucose level rose up to 400 mg/dl; took correction via pen. Caller alleges the pump does not work well. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.